Event description:
It was reported a vns therapy patient "had growth on neck, continued to pick at growth, and then pulled lead coils out. Surgery performed to remove entire vns system." The patient was hospitalized and both generator and leads were explanted. Good faith attempts, to obtain the product for analysis, have been unsuccessful to date.